Event description:
A consumer reported that her vision is not "totally clear in terms of focus and detail" following intraocular lens (iol) implant surgery. She feels that the surgeon used the wrong lens. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted.